Manufacturer narrative:
Lot # correction: 4ej3a05.

Event description:
The customer received a blood glucose reading of 400mg/dl on the contour usb meter, re-tested on contour next usb and the reading was 168mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.